Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two appropriate shocks for ventricular tachycardia (vt). After conversion of the vt, the patient's rhythm appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). The device then delivered two inappropriate shocks for the af with rvr. Adjustments were made to the patient's medications. No programming changes were made, and monitoring will be continued at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.